Event description:
On (B)(6) 2014, baxter (B)(6) was informed of an incident occurring at (B)(6) healthcare of (B)(6) involving our abacus® software. Abacus® is our windows®-based order entry software used with our em2400 exactamix compounder. The exactamix compounder is an automated pumping system that compounds multiple sterile ingredients into a finished solution, and is designed for the preparation of total parenteral nutrition (tpn). While entering a test order the customer used "repeat selected" on the first order after modifying the template. The tpn contained double the requested volumes of multi-trace, m.v.I. And calcium gluconate. The doubling of the ingredients activated multiple OEM and institutional warning limits. Baxter technical support instructed the customer on how to correct their set-up in order to eliminate the problem. There was no adverse event involved and no intervention was required; however, we are filing a MDR report because, if repeated, over delivery of an ingredient may require intervention or contribute to a serious patient injury or possible death.

Manufacturer narrative:
Evaluation: method: computer software performance tests conducted. · the software engineering team conducted extensive testing in order to duplicate and correct the problem. Results: software problem. · this issue is being investigated by baxter software engineering through a corrective action preventive action (CAPA). Conclusions: software / firmware caused event. · this issue is being investigated by baxter software engineering through a corrective action preventive action (CAPA). Should additional information regarding this event become available, a follow-up report will be submitted.